Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer is calling to report sg vs bg . Customer blood glucose was 42 mg/dl. Customer treated the low with food and glucose tablets. She states she has been low for 4 hours . Customer declined to troubleshoot. The product is expected to return .